Event description:
The customer observed biorad quality controls out of range low when clinical chemistry albumin bcg reagent lot 80051hw00 was in use. The customer was unaware this lot of reagent was recalled and was advised to obtain an alternate lot of reagent. There was no impact to patient management.

Manufacturer narrative:
(B)(4): architect analyzer, list # 1g06-11, serial # (B)(4). The cause of the particulate matter ((B)(6), a fungal species found in the environment) observed in some clinical chemistry albumin bcg reagent cartridges was due to exposure of the albumin bcg formula containing weak antimicrobial additive from normal formulation and filtering processes designed for microbial growth controlled clinical chemistry reagents. Abbott issued a product recall advising customers to discard or destroy any inventory of three affected lots of clinical chemistry albumin bcg reagents. Abbott is identifying alternate formulation for the clinical chemistry albumin reagents that contain no mercury.

Manufacturer narrative:
(B)(4). Concomitant medical products: architect c8000 analyzer, list # 1g06-11, (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.